Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, while the patient was in the hospital , loss of ventricular capture with asystole greater than two seconds was observed. Upon interrogation, it was noted that the right ventricular (rv) lead threshold measurement had increased from 2.1 volts to 6.5 volts. An x-ray was taken which showed minimal slack on the rv lead. A revision procedure was performed where the lead was repositioned. No additional adverse patient effects were reported.